Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-00089. It was reported the patients lead displayed high impedance. Surgical intervention may be pending to address the issue. All of the patient's leads are being reported as it is unknown which lead has high impedance.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
It was reported during follow up the patient has effective therapy and the issue has resolved.

Event description:
Related manufacturer reference number: 1627487-2020-00089. It was reported during follow up the patient underwent surgical information during which the patients leads were explanted and replaced.